Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-05516. It was reported that a and a perforation with subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman® access system (was) was deep seated in the laa. A 24 mm watchman ® laa closure device and delivery system (wds) was then advanced. After the closure device was deployed, the closure device was partially recaptured due to a gap that needed to be repositioned. Then an echocardiogram revealed a puncture which led to a pericardial effusion. The patient did not experience cardiac tamponade, or changes in their status. The closure device was fully recaptured and another 24 mm wds was inserted and deployed to slow the pe down. A pericardiocentesis was then performed. They left the 2nd 24 mm closure device in place; however, the patient went to surgery to suture a hole at the tip of the appendage. The patient was extubated, talking, and was doing fine. They will be discharged once a pacer procedure has been performed.